Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The affiliate stated the customer reported the touch screen is defective while using the vela ventilator. The affiliate stated the customer reported troubleshooting the suspect device by resetting the cables to the front panel, but the issue was not resolved. The affiliate stated the customer reported trying to enter the service mode but were not able to. The affiliate stated the customer reported to have replaced the front panel with a good known front panel the problem was corrected. The affiliate stated the customer reported no patient involvement associated with this event. Carefusion global care support has provided a purchase order for a front panel for the customer.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An evaluation of the component was unable to be confirmed or duplicated. The front panel assembly operated without fault. This issue will be internally investigated within vyaire.